Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 504 mg/dl and a manual insulin injection was administered to address bg. Customer reported cause of elevated bg was due to malfunction and customer had consumed cake and did not deliver a big enough bolus to cover the carbohydrates consumed. Customer reverted to using an alternate method of insulin therapy.